Event description:
It has been reported by the customer that the drill broke during procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.